Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to oversensing. In 3 separate occasions, the patient experienced lightheadedness and syncope. Non-responsive during a period of inhibition as an inpatient. The patient's condition was stable during and post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.